Manufacturer narrative:
Investigation summary : exec summary: samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for stopper damaged on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned: customer returned (7) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 1006651. Customer states that the stopper in the barrel was deformed as if it was melted. All returned syringes were examined and one sample exhibited a deformed stopper in the barrel. Photos: 21sep2020, (B)(4) received a photo complaint from material #326666 and lot #1006651: initial evaluation: examination of the photo indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial and various inspections and transfer dials. During the manufacturing process the following inspections are completed on regular intervals: visual inspection (without aid) every hour: missing components, visual inspection every hour: plunger fully secured to stopper. If a defect is found during an inspection a quality notification is initiated root cause: root cause for this defect cannot be determined. CAPA/sa: based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had deformed stopper issues. The following information was provided by the initial reporter : the customer reported the stopper in the barrel was deformed.